Event description:
It was reported that during routine maintenance, it was observed that the attachment device heated up. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. Visual and functional assessments were performed and the device was found to have worn and loose bearings. It was determined that worn and loose bearings usually create a situation where the cutter was not able to be inserted due to bearings that were no longer in axial alignment not allowing the cutter to pass through. It was determined that if a cutter was able to be inserted and the device was run; it would have caused the device to run hot. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings due to normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.